Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: based on OEM analysis, this claim is determined as "not justified", since the results obtained for batch release and analysis on samples in relation to the tensile strength in the knot, meet OEM specifications.

Event description:
Country of complaint: (B)(6). Complaint description: knotting to had is broke the thread.